Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin continues to drip out even after stop pushing the act button. Customer reported that piston still going on to empty the reservoir even after leaving the act button. Customer confirmed that drive support cap was intact. Customer confirmed that they were unable to exit the rewind loop. The customer¿s blood glucose was 21 mmol/liter at the time of incident. The insulin pump will not be return for analysis.